Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer was admitted to the hospital due to a blood glucose level of 400-500 mg/dl. Customer reported not using pump cgm due to not having replacement sensors related to insurance reasons. During this time the customer relied on a bg meter to monitor bg levels. Customer was treated with intravenous insulin and fluids. Customer does not remember and was unable to provide any additional information. Customer was released 3 days later in stable condition.